Event description:
There was an allegation of questionable na electrode results for 10 patient samples on a cobas 8000 ise 1800 module. Sample 1 (ID: (B)(6)) the initial result was 134 mmol/l and the repeated result was 141 mmol/l. The sample was repeated on another analyzer and the results were 144 mmol/l and 140 mmol/l. The result of 140 mmol/l was considered to be correct. Sample 2 (ID: (B)(6)) the initial result was 135 mmol/l and the repeated result was 141 mmol/l. The sample was repeated on another analyzer and the results were 146 mmol/l and 141 mmol/l. Sample 3 (ID: (B)(6)) the initial result was 133 mmol/l and the repeated result was 140 mmol/l. The sample was repeated on another analyzer and the results were 143 mmol/l and 140 mmol/l. Sample 4 (ID: (B)(6)) the initial result was 134 mmol/l and the repeated result was 142 mmol/l. The sample was repeated on another analyzer and the results were 146 mmol/l and 142 mmol/l. Sample 5 (ID: (B)(6)) the initial result was 135 mmol/l and the repeated result was 141 mmol/l. The sample was repeated on another analyzer and the results were 146 mmol/l and 141 mmol/l. Sample 6 (ID: (B)(6) ) the initial result was 128 mmol/l and the repeated result was 138 mmol/l. The sample was repeated on another analyzer and the results were 143 mmol/l and 137 mmol/l. Sample 7 (ID: (B)(6)) the initial result was 133 mmol/l and the repeated result was 137 mmol/l. The sample was repeated on another analyzer and the results were 141 mmol/l and 136 mmol/l. Sample 8 (ID: (B)(6)) the initial result was 134 mmol/l and the repeated result was 140 mmol/l. The sample was repeated on another analyzer and the results were 144 mmol/l and 139 mmol/l. Sample 9 (ID:(B)(6)) the initial result was 125 mmol/l and the repeated result was 131 mmol/l. The sample was repeated on another analyzer and the results were 142 mmol/l and 131 mmol/l. Sample 10 (ID:(B)(6)) the initial result was 152 mmol/l and the repeated result was 158 mmol/l. The sample was repeated on another analyzer and the results were 161 mmol/l and 158 mmol/l.

Manufacturer narrative:
The na electrode lot number is j56_2023 with an expiration date of 26-mar-2024. The field service representative found the vacuum needle was partially blocked and the vacuum tube towards the vacuum bottle was not in good condition. He replaced the vacuum needle and the vacuum tube. He also performed an ise check and calibrations. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.